Event description:
Device report 2 of 4: reference MFR report: 1627487-2011-09148, reference MFR report: 1627487-2011-09150, reference MFR report: 1627487-2011-09151. The pt received the scs system on (B)(6) 2010. It was reported the pt requested the system to be explanted as she felt it made her pain worse. No pt complications were reported as a result of this procedure.

Manufacturer narrative:
Eval: results: inspection of the returned product revealed lead was cut near the terminal end; therefore functional testing was not performed. The stim end and terminal ends of the lead was in good condition. Electrocautery marks were observed on the lead approx 20cm from the stim ends. The damage observed on the lead was consistent with explant damage. No anomalies were observed that would contribute to the complaint. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.